Event description:
Right hip thr 3/6/97, revision of femoral component 3/12/97, dislocation 3/20/97 w/closed reduction, admission to hospital 3/26/97 for recurrent dislocation, and subsequent revision of acetabular cup, evacuation of hematoma and replacement of femoral head component.